Manufacturer narrative:
(B)(4). Date sent: 4/7/2025. Additional information was requested, and the following was obtained: on what date did the implant take place? Unknown. On what date did the explant take place? Unknown. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids/immunosuppressive drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Was the device found in the correct position/geometry at the time of removal? Unknown.

Manufacturer narrative:
(B)(4). Date sent 4/2/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? On what date did the explant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a surgeons primary challenge with linx is the efficacy. He feels that he takes out 20% of devices he puts in. The primary reasons are - spasms (can¿t eat due to pain) or it just doesn¿t work (still have gerd). He feels confident he is implanting them properly. So he will only consider linx for the very niche patient group.